Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate or verify the reported issue. Physio replaced the battery connector pins as a precuation and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power on its own. There was no report of any patient use associated.